Manufacturer narrative:
The insulin pump alarmed and the display was blank due to a broken solder joint on the interface board. However, the displacement and self tests passed.

Event description:
It was reported that the insulin pump alarmed and the display went blank. The reported blood glucose reading was 55 mg/dl. Nothing further was reported.